Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced a low blood glucose (bg) level (50 mg/dl). Reportedly, the pump settings needed to be adjusted. The customer's health care professional worked with the customer on adjusting the pump settings. Customer addressed low bg levels with food.